Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be completed because the part and lot numbers were not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI # is unknown as the part and lot numbers were not provided. Attachment: user facility (voluntary / mandatory) medwatch report number mw 0503240000-2020-8021".

Event description:
User facility medwatch report received that states: [md was working with the supra core 35 wire, in and out of the body. Wire unravelled at the weld joint transitions. Md removed the wire from the body intact and with no harm to the patient. What problem did the user have: device failed and device malfunction. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.